Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-05548/05549).

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2013 due to pain. During the revision, the taper adapter removal tool was damaged and could not be used. There was a two (2) hour delay in surgery. The acetabular component, modular head and taper adapter were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
This follow up medwatch is being submitted to report that it is a duplicate of (B)(4). (Ref. 1825034-2014-01278 / 01282 and 1303 / 01304).